Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 28 mg/dl at the time of the incident. The customer also reported that he was sick and had to call the emergency medical services. The customer stated that he tried to treat the low blood glucose with food. The insulin pump will not be returned for analysis.